Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. The sales rep reported an issue of the device would not let them raise or lower the pressure when pressing the button, per service manual operational and diagnostic confirmed this problem, therefore this complaint can be confirmed. Removed liquid clogged inner tubing and replaced worn fingers on pressure arm housing with tip replacement kit as identified in the investigation to address the reported issue. The unit passed all functional tests and is fully operational. The clogged liquid presence and the worn fingers on pressure arm housing are identified as the root causes of the reported issue of the device would not regulate pressure when pressing the button. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by the sales rep via phone that the fms vue pump would not regulate pressure. This was discovered pre-case with no surgical delay or patient harm. They were able to move forward using a like device. Additional information provided by the sales rep stated the staff at the facility reported that the pump would not let them raise or lower the pressure when pressing the button.